Event description:
Hearing aid user came into the beltone research audiology department. Research audiologist found 3 wax guards in the user's ear canal. She was able to remove 2 of them. She took the user to a local ent physician to remove the 3rd wax guard.